Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 51-year-old male patient noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient was experiencing hemolysis. The impella was removed and upon removal a clot was found in the inlet of the impella. Hemolysis was resolved after pump removal.

Manufacturer narrative:
The investigation into thrombus and hemolysis has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, a clot was found when the pump was removed. The root cause of the hemolysis was most likely was a biomaterial ingestion.